Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced resistance when filling a cartridge with insulin. A new cartridge was successfully filled using the same needle and syringe. Blood glucose was 170 mg/dl.